Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The manufacturing record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath. With coaching, the device was advanced and deployed successfully.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: after swapping to manta sheath from 14f sheath for tavr, insertion of 18f manta device via bypass tube into the sheath was difficult. With coaching, the device was advanced and deployed successfully. He noted that it felt extremely difficult compared to prior deployments (especially compared to one earlier in the day). Device was not retrievable/has not been returned.